Event description:
The lead was later explanted and replaced.

Event description:
It was reported that the patient received a vibratory alert and presented to physician's office. Lead dislodgement was observed. Lead repositioning was planned. No further information is available.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.